Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's husband didn't know if the stimulator was working and noted that the patient was having problems with their bladder. Troubleshooting could not be conducted at the time of the call because the caller did not have the patient programmer (pp). The hcp noted that the patient had dementia, but did not indicate if the dementia was related to the device or therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.